Manufacturer narrative:
The device was discarded at the account and is not available for evaluation. The device history record and the non-conformance reports database were reviewed for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported that the motor of the device stopped after collecting approximately 100 cc's of blood. None of the collected blood was able to be re-infused. The surgeon made the decision to use the device as a drain. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.